Event description:
When the provox plug was attached to voice prosthesis, the head of the product (plug) was teared from the strap and remained in the voice prosthesis. The teared part was successfully removed from the voice prosthesis without problems.

Manufacturer narrative:
Examination shows that the device had ruptured at the plug part. There was also a small tear close to the rupture. The device had also a yellowish color indicating that it had been in use for a very long time. The small tear close to the rupture indicates that there has been some damage to the device before the event. Such a small tear may be a starting point for a rupture. Additionally, the plug was almost five years old and according to the patient used almost the entire time. This probably partly explains the rupture as silicone rubber slowly degrades in contact with body fluids. In the instructions for use an illustration shows very clearly how to pull on the device before use in order to check the integrity of the plug. If this test had been performed before use this rupture would probably not have happened. Also note that the current instructions specifies that the device must be changed yearly. No signs of product fault could be detected. Patient is only instructed about the importance of following the instructions for use. (B)(4).